Manufacturer narrative:
D4 revised.

Event description:
On (B)(6) 2025, a 40-year-old man with a medical history of chronic kidney disease, hypertension, congestive heart failure, and atrial fibrillation presented with atrial fibrillation with rapid ventricular response. He was taken to the electrophysiology laboratory for transesophageal echocardiography and cardioversion. Following cardioversion, the patient developed bradycardia followed by pulseless electrical activity. Advanced cardiac life support and cardiopulmonary resuscitation were initiated, and extracorporeal cardiopulmonary resuscitation was performed with placement of femoral venoarterial extracorporeal membrane oxygenation support. An impella cp device was inserted in normal fashion. Approximately fifteen minutes after initiation of impella support, the device generated multiple alarms that did not resolve with troubleshooting, and the clinical team elected to replace the impella cp device. The replacement device was subsequently weaned and explanted on (B)(6) 2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.